Event description:
Report received of a tubing "rupture" during power injection. It was reported that an adult patient was having an unspecified CT scan. The patient had a peripheral angiocatheter connected to an extension set. The power injector syringe was connected to the extension set, and the injection began. The power injector was set to inject an unknown amount of contrast at 3cc/second. The psi was unknown. At some point after the start of the injection, it was reported that the extension set "ruptured". There was an insignificant amount of blood loss, and the IV site remained intact. The extension set was changed, the remainder of the contrast was injected, and the CT scan was completed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.